Event description:
Nova max test strips are defective. They are giving e-4 messages which indicate a bad battery even though the battery is new. Hopefully the other results are o.k. Please advise. I have contacted the company several times with this problem. At first I thought the meter was old and that was the problem but after trying several meters it has to be the strips. I suspect defective reagent in the strip. Not all of the strips seem to be defective.